Event description:
Hi-is there someone I can chat with regarding the long-term quality of alcon's acrysof iq intraocular lens? As a licensed optician trying to improve a patient's vision-this implant (I have photos) turns hazy with internal glistenings which prevents a patient from seeing clearly after their cataract surgery.